Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot # 253853 did not highlight any anomaly which could contribute to this reported event. As of the 11th november 2015, six further complaints has been opened in relation to lot # 253853. Complaint (B)(6) and complaint (B)(6) detail the same reported event, occurred at the same time and were reported by the same physician. Both complaints detail the following; 'the physician noticed that when the devices are inserted and the dilator that is in the device are removed, it creates a vacuum and sucks air into the introducers'. The root cause could not be determined and devices were not returned for both complaints (B)(6). The reported events are not similar to this complaint ((B)(6)). Complaint (B)(6) both detail an as reported event of vessel dissection which is not similar to this complaint ((B)(6)). Complaint (B)(6) details as reported event of sheath kink which is not similar to this complaint ((B)(6)). Complaint (B)(6) complaint is the same event description and complaint number ((B)(6)) as this complaint (B)(6) occurring at the same time and the same day therefore this is not considered as a trend. As a result of this similar complaints review, it can be concluded that no trend can be identified. Two root cause classification codes were assigned to this complaint, these being 'undeterminable' (multiple events) and 'anticipated procedural complication' (pain at the puncture site). The root cause classification code 'undeterminable' is defined as follows per (B)(4); 'where review and analysis of all available information fails to indicate a root cause or probable root cause'. The root cause classification code 'anticipated procedural complication' is defined as follows per (B)(4); 'when a device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. This complaint details device deficiency specific to the valve where the physician was "unable to lock the valve and valve was jammed lock inappropriately due it which, it was unable to re-sheath the valve". There is no indication that the valve specific issues could relate to the lotus introducer sheath. Additional information has been requested specific to the vascular complication' reported. Additional information was received on the 04th november 2015 however this information does not clarify the reported vascular complication. The additional information is held in the report file for this complaint and details that the vascular complications were minor. Atrial ventricular block and atrial fibrillation is specific to the heart and is not likely to be related to the lotus introducer sheath which does not reach this location within the anatomy. It was concluded that the root cause classification for this aspect of the complaint is 'undeterminable' and as the lotus introducer sheath is not likely to contribute to the reported event. Exacerbation of heart failure was also reported for this complaint however no information was provided to allow for the root cause to be determined for this event. From reviewing the event description there is no indication that this event is due to the lotus introducer sheath. Based on other events reported such as difficulty with the valve implantation, resheathing and locking the device and based on further reported events (atrial ventricular block and atrial fibrillation) it is probable that the lotus introducer sheath is not the cause of the exacerbation of heart failure. The complaint also details pain at the puncture site which is likely to be a result of the medical procedure and vascular introduction site. Injury to the vascular introduction site is a known physiological effect of the procedure noted within the instructions for use, and or device labelling. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath. There is no indication of a potential processing or design failure associated with this complaint. Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types.

Event description:
(B)(4) (vascular complication of the femoral artery, minor vascular complication due to tavi and the introducer, the inguinal pain at the puncture site). Procedure summary: the subject was enrolled into (B)(6) study on an unknown date. At the time of reporting, details of index procedure remains unknown. Site has been queried for the same. Of note, per device deficiency form, on (B)(6) 2015, lotus valve of unknown size (lot# 10000283) was attempted to be implanted. However, was unsuccessful and valve was retrieved (please see the device description below). The initial lotus valve (lot# 10000283) was exchanged with a second lotus valve of unknown size (lot# 10000703) which was implanted successfully. Event description: difficult or unable to lock the valve and resheath the valve (device deficiency): on (B)(6)2015, the lotus valve of unknown size (lot # 10000283) was attempted to be deployed. However, it was unable to lock the valve and valve was jammed lock inappropriately due to which, it was unable to resheath the valve. Site has reported the device deficiency for the same. The lotus valve of unknown size (lot # 10000283) was retrieved and was exchanged for a second lotus valve of unknown size (lot# 10000703) which was implanted successfully. Per edc, device deficiency led to a serious adverse event. Complete atrial ventricular block (001)/ vascular complication of the femoral artery (002): on (B)(6) 2015, the subject experienced vascular complication of the femoral artery and developed complete atrial ventricular block. Per edc, on an unknown date, vascular complication of the femoral artery was treated with surgical vascular repair. On (B)(6) 2015, the outcome of the event (ae 002) was considered to be recovered/resolved. At the time of the reporting, the outcome of ae 001 was not reported. No additional information is available at this point of time and site has been queried for the same. Potential relationship to study procedure per investigator (ae 001 and ae 002): not related potential relationship to study procedure per investigator (ae 006): related the inguinal pain at the puncture site (ae-009). On (B)(6) 2015, 1 day post index procedure, the subject developed inguinal pain at the puncture site. The subject was treated with medications. On (B)(6) 2015, the outcome of the event was considered as resolved. Potential relationship to study procedure per investigator: related minor vascular complication due to tavi and the introducer (ae-010). On (B)(6) 2015, 2 days post index procedure, the subject developed minor vascular complications, due to tavi and introducer. No corrective action has been taken to treat this event. The subject underwent CT scan. At the time of this reporting event, outcome was not recovered/not resolved. -no other additional information is available at this time of report. -potential relationship to study procedure per investigator: related advanced atrial ventricular block (005) . On (B)(6)2015, 8 days post index procedure, the subject developed advanced atrial ventricular block. Per edc, the subject had a prolonged hospitalization and subject was treated medically. On (B)(6) 2015, 20 days post index procedure, the subject had temporary pacemaker insertion and permanent pacemaker implantation. On (B)(6) 2015. The outcome of the event was considered to be recovered/resolved. -no additional information is available at this point of time and site has been queried for the same. Potential relationship to study procedure per investigator: not related lab data: n/a adjudication results: event 1: atrial fibrillation adjudication results: pending event; 2: advanced atrial ventricular block adjudication results: pending event; 3: complete atrial ventricular block adjudication results: no cec adjudication results required event; 4: vascular complication of the femoral artery adjudication results: no cec adjudication results required event; 5: exacerbation of heart failure adjudication results: no cec adjudication results required event; 6: difficult or unable to lock the valve and resheath the valve adjudication results: no cec adjudication results required event; 7: descending aorta damage due to retrieving the 1st valve adjudication results: pending event; 8: minor vascular complication due to tavi and the introducer adjudication results: no cec adjudication results required event; 9: the inguinal pain at the puncture site adjudication results: no cec adjudication results required.